Event description:
The pt's parent reported to the center that a fall and subsequent seizure had taken place approx a year prior to center visit in 1/2002. Because of pt's history of seizures and due to external headpiece being lost, the pt used the device minimally during this past year. In 1/2002, the pt visited the center for device eval. At that time the testing conducted by the center indicated that device was not functioning. A co rep visited the center and confirmed that the device was no longer functioning.